Manufacturer narrative:
Additional information: lot number, conclusions - current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the distal tip of an inserter was found broken during a routine inspection. There is no surgery or patient associated with this event.

Manufacturer narrative:
The returned inserter was evaluated. One of the prongs on the tip of the inserter was found to have broken off. The cause can likely be attributed to an unanticipated applied force/impact overcoming the mechanical properties of the device in an event outside of surgery. A review of the manufacturing records did not identify any issues which would have contributed to this event.